Event description:
On (B)(6) 2014, the reporter contacted animas, alleging casing condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: the battery compartment was cracked from the top. There was a battery compartment leak. Evidence of moisture corrosion is only in battery compartment, other parts of pump do not have moisture. Found crack in case near upper right corner of display-damage to pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.